Event description:
It was reported from (B)(6) by the staff that the patient reports several vad stop alarms with this combination of controller and batteries. Decision was made to exchange controller and batteries. After replacement, no alarm or vad stops recognized. Log files will be sent to the manufacturer for analysis. There was no effect on the patient. No further information available at this time. This is report 1 of 4.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The instructions for use (IFU) includes the following warning. Never disconnect both power sources (batteries and ac or dc adapter) at the same time since this will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of four reports (3007042319-2015-01576, 3007042319-2015-01577, 3007042319-2015-01578 and 3007042319-2015-01579) submitted for devices related to the same event. Current device location is unknown.

Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual and functional testing. System testing with did not indicate any abnormal operation of the controller. The reported event could not be confirmed as log files do not cover the event date. The available logs revealed several power switching events and vad stop alarms. The vad stop alarms are of type vad disconnect; this type of alarm is usually caused by a physical driveline disconnection from the controller. The most likely root cause of the premature power switching events is a communication error between the controller and batteries. Based on the available information, a root cause cannot be established; the available log files do no cover the reported event date. Additionally, all devices passed visual inspection and functional testing. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of four reports (3007042319-2015-01576, 3007042319-2015-01577, 3007042319-2015-01578 and 3007042319- 2015-01579) submitted for devices related to the same event.